Event description:
It was reported when using the bd vacutainer® urine collection cups there was sample leakage. The following information was provided by the initial reporter. The customer stated: "leakage occurred from the lid."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® urine collection cups there was sample leakage. The following information was provided by the initial reporter. The customer stated: "leakage occurred from the lid."

Manufacturer narrative:
Changes to the investigation summary were made. The following has been updated. H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 364975, lot number is unknown. As the lot number is unknown, no retention samples are available. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. The device history records could not be reviewed as the lot number is unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 364975, lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown. Therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® urine collection cups there was sample leakage. The following information was provided by the initial reporter. The customer stated: "leakage occurred from the lid."